Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs). Information was reported that the caller asked if the patient's lead would be MRI conditional. The caller was a physician who is doing a lumbar surgery for the patient and will be taking the ins out because it no longer works. It was reviewed that the abandoned lead would limit the patient to a head or brain scan MRI as long as it is not within the transmit/receive coil. The caller stated they will remove the lead as well then. The caller mentioned the device is implanted in the thoracic spine. No further information was reported. No patient symptoms were reported.